Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer's blood glucose level. During a call with customer technical support, the caller was instructed to remove and reinsert the cartridge, allowing them to resume insulin delivery. The caller declined further troubleshooting to avoid wasting insulin and acknowledged that they would call back if the issue persisted. The issue was considered resolved during the call.